Manufacturer narrative:
(B)(4). Examination of the returned device confirms the reported event. The failure of the overmolding is suspected to be associated with residual stresses in polymers. The device concerned in this complaint had overmolded radel for the adjust lever. The material of the adjust lever changed from radel to avaspire per (B)(4) as a running change for future batches. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
A femoral impactor was found in the set with cracks in the plastic where the thumb screw attaches to the side. Update 2 march 2017- upon evaluation of the returned device, the adjustment lever is fractured (plastic portion).